Event description:
(B)(4). A coil migrated and attached itself to my uterus. The coils and my fallopian tubes were surgically removed that day. Thankfully, the device did not puncture any other organs.